Event description:
It was reported that during the procedure, the threads of the connecting bolt fractured inside of the retrograde nail. The bolt was removed and all fragments were recovered. The second bolt also fractured while tightening. Bolt and nail were removed and replaced without further incident. Patient outcome: no adverse effect reported as a result of this event.